Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed. While testing the subject device an alarm occurred and the front panel display went completely blank. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was powering down on its own during preparation for a therapeutic procedure. According to the initial reporter, the staff used another device to complete the procedure without any other issues noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿power was turned off¿ was not confirmed. However, it was likely due to the failure of the main board, causing the alarm to occur as well as the front panel display to completely turn off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.